Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had a high threshold. Atrial undersensing was seen on an interrogation report; however, it was noted that the lead is already programmed to the most sensitive setting. The lead remains in use. No patient complications have been reported as a result of this event.